Event description:
At about 1 month and 2 weeks after the primary surgery, the surgeon decided to revise the inlay and the glenosphere due to a possible infection. A new glenosphere (36mm lateralized) and inlay (36/0mm) were implanted successfully.

Manufacturer narrative:
Batch review performed on 11-apr-2023. Lot 2236673: (B)(4) manufactured and released on 04-nov-2022. Expiration date: 2027-10-20. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 11-apr-2023. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2236051: (B)(4) manufactured and released on 20-oct-2022. Expiration date: 2027-10-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs manager: early infection in rsa, 1 months and 2 weeks after index operation. A new glenosphere (36mm lateralized) and inlay (36/0mm) were implanted successfully. Infection is a known possible adverse event following every surgery, including rsa's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.